Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring at 125 ohms. There was a red alert on the device due to out-of-range impedances. It was noted that this patient's impedances were around 50 ohms a year ago. The healthcare professional (hcp) recommended to have patient visit the clinic to interrogate the current device alert. This rv lead remains in service. No adverse patient effects were reported.